Event description:
User phone MFR with product error inquiry: when doing an external beam plan with a wedged beam oriented toward the y jaws, in the iec coordinate system, the 3d icon and dose distribution are oriented incorrectly. In the transverse view the wedge rotates in the opposite direction. This problem was recognizable by comparing the bev, transverse slice and 3d view of the wedged plan simultaneously. No pt was involved. Recognized the event as an error and phoned the MFR's support dept.